Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left in (B)(6) 2010 (exact date not provided). Approximately seven months postoperatively, the crystalens was explanted and replaced with a different iol. The reason for the replacement was due to the patient experiencing lens edge awareness resulting in nocturnal rings at night and glare during the day. The patient's preoperative bcva was 20/25, ucva was 20/70 with mr + 1.75 - 1.00 x 100. Postoperatively, the patient's bcva was 20/20, ucva was 20/25 with mr - 0.25 - 0.50 x 086. According to the surgeon, the patient's current prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.